Event description:
Boston scientific received information that this product was part of a system revision due to erosion and the patient experiencing an allergic reaction. Additional information was sought from a local area sales representative. At this time no further information is available. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.